Event description:
It was reported that a patient implanted with an impella 5.5 generated concerns for flow saturation given increased left ventricle signal pressures and dampened motor current, as well as unexpectedly high flow on p-7. There was also a concern of hemolysis as lactate dehydrogenase increased from the 400's to 900's. The impella 5.5 was exchanged for a new one with improved waveforms and appropriate flows. This report represents the first impella pump. Another report was submitted to represent the issues that occurred on the second impella pump. Refer to section h.10 for the related report number.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Manufacturer narrative:
The impella cp was returned for evaluation. Data logs were reviewed and flows were confirmed to be saturated for the majority of the case. There was no damage noted to the impeller or cages of the returned pump. There was a small amount of biomaterial around the impeller, which remained after soaking the pump. There were no signs of biomaterial in the purge gap. Since the pump was returned cut, the pump was unable to be run to determine if the complications reproduced. Based on the limited clinical details, inconclusive data logs, and incomplete returned product, the cause of the hemolysis could not be determined. Since data logs were inconclusive and product was returned incomplete, the cause of the saturated flows could not be determined. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Corrected information has been provided in UDI (d4) was previously entered incorrectly the complete UDI has now been provided. H6 investigation type codes were updated accordingly based on the completed investigation.

Manufacturer narrative:
The device was returned for investigation. Data logs were reviewed and the complaint condition was confirmed. There was no damage noted to the impeller or cages of the returned pump. There was a small amount of biomaterial around the impeller, which remained after soaking the pump. There were no signs of biomaterial in the purge gap. Since the pump was returned cut, the pump was unable to be run to determine if the complications reproduced. Based on the limited clinical details, inconclusive data logs, and incomplete returned product, the cause of the hemolysis could not be determined. Since data logs were inconclusive and the product was returned incomplete, the cause of the saturated flows could not be determined. The root cause of the thrombus was unable to be determined due to insufficient clinical details. The device passed all post-sterile inspection checks.